Event description:
Boston scientific received information that this device displayed high out of range pacing impedances on the right ventricular lead. Technical services reviewed the data and confirmed out of range pacing impedances. At the latest follow up pacing impedances were below 2000 ohms. Normal follow up have been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
The most recent information received noted that the pacing impedances were below 2000 ohms.

Manufacturer narrative:
Additional information was received that high out of range pacing impedances were once again displayed. At this time the device remains implanted. No adverse patient effects were reported.